Event description:
Supplemental report is being submitted due to the completion of the investigation on 22-dec-2025.

Manufacturer narrative:
This file was created in response literature paper ¿wang et al, effects of clip anchoring on preventing migration of fully covered self-expandable metal stent in patients undergoing endoscopic retrograde cholangiopancreatography: a multicenter, randomized controlled study. This complaint captures 16 cases of stent migration that did not require intervention. This complaint is related to: (B)(6) ¿ wang et al - cholangitis and stent occlusion which captures 08 instances of cholangitis and 13 instances of stent occlusion. (B)(6) ¿ wang et al -stent migration which captures 26 cases of stent migration with secondary endoscopic treatment. It should be noted that three types of fully covered self expanding metal stents (fcsems) were used in this study. This literature paper does not detail how many cook evolution devices were used nor does it provide that detail on which devices the adverse event occurred with. Numerous requests were sent to the author of the paper, requesting clarity on the quantity of cook evolution devices used but this information has not been received. Should the information become available at a later date, the complaint files will be updated accordingly. Device evaluation: the evolution fully covered biliary devices of unknown catalog numbers and unknown lot numbers involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data review: historical data review could not be completed as the lot number is unknown. Instructions for use and/label review: instructions for use ifu0062 that accompanies the devices list stent migration as a potential adverse events associated with the device. There is evidence to suggest that the customer did not follow the instructions for use/product label. From the information available from the literature paper, it is known that: - 38 of the devices used in the study were used in benign strictures. As per the instructions for use, this device is used palliation of malignant neoplasms in the biliary tree". - stent removal occurred at 6-12 months for benign strictures, depending on the endoscopist's discretion. As per the warnings sections of instructions for use ¿this stent is not intended to be removed after initial stent placement and is considered a permanent implant¿. - in the clip group, a sureclip device was used to anchor the fully covered stents. The instructions for use states ¿the stent should only be placed with the cook delivery system, which is provided with each stent¿ and does not contain any instruction regarding the use of clips with the device. However as per medical advisor input, none of the above abnormal use and use error caused or contributed to the events. As per update to the management of complaints procedure (d00348426), where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the patients pre existing conditions or as a potential adverse event associated with the use of the device as per medical advisor input. As previously mentioned, stent migration is as a potential adverse event in the instructions for use. Additionally, 93 of patients received chemotherapy during the follow up and 12 patients after the follow up. As per the instructions for use ¿after stent placement, additional methods of treatment such as chemotherapy and irradiation may increase the risk of stent migration due to tumor shrinkage, stent erosion and/or mucosal bleeding¿. It should be noted that three types of fully covered self expanding metal stents (fcsems) were used in this study. This literature paper does not detail how many cook evolution devices were used nor does it provide that detail on which devices the migrations occurred with. Numerous requests were sent to the author of the paper, requesting clarity on the quantity of cook evolution devices used but this information has not been received. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: this file was created in response to literature paper ¿wang et al, effects of clip anchoring on preventing migration of fully covered self-expandable metal stent in patients undergoing endoscopic retrograde cholangiopancreatography: a multicenter, randomized controlled study.¿ and 16 cases of stent migration that did not require intervention. Confirmed quantity of 16 x used devices. According to the literature paper, intervention was not needed in the 16 migrations. They were carefully monitored without further endoscopic intervention due to the absence of biliary obstructive symptoms or signs. Investigation findings conclude that possible root causes could be attributed to the patient¿s pre-existing conditions, the use of chemotherapy after stent placement or a potential adverse event associated with the use of the device.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Wang et al. Evaluated stent migration during ercp and proposed that anchoring techniques might reduce this issue. In a multicenter, randomized controlled study, experienced endoscopists performed ercp under deep sedation with propofol or general anesthesia. If biliary stricture diagnosis was uncertain, brush cytology, fluoroscopy, or choledochoscopic biopsy was conducted after successful cannulation. Fully covered self-expandable metal stents (fcsems) with a 10 mm diameter and 6 or 8 cm lengths, such as wallflex, evolution, or biliary stent, were used. The stent was deployed with 1-2 cm of the distal end left outside the papilla, and correct placement was confirmed by fluoroscopy. In the clip group, the sureclip device was used to anchor the distal retrieval loop of the fcsems to the duodenal mucosa near the papilla, while no clips were applied in the control group. Double pigtail plastic stents were optionally used to assist anchoring. Stent migration was monitored at 1-, 3-, and 6-months via fluoroscopy or CT, with further evaluation and reintervention if symptoms or abnormal liver function developed. Stent removal occurred at 6-12 months for benign strictures, depending on the endoscopist's discretion. Patients suffered cholangitis during the follow-up period and required reintervention. Stent migration or occlusion with secondary endoscopic treatment. Stent migration with no reintervention. Age: clip group: median age 66.5 years (range: 56.0¿74.3). Control group: median age 68.0 years (range: 56.0¿75.3). P value: 0.548 (no significant difference in age between the two groups). Sex (female): clip group: 31 females (34.4%). Control group: 31 females (34.4%). P value: 1.000 (no significant difference in sex distribution). Body mass index (bmi): clip group: median bmi 22.4 kg/m² (range: 19.9¿24.2). Control group: median bmi 23.0 kg/m² (range: 20.7¿25.3). P value: 0.098 (no significant difference in bmi).